Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, after the procedure, the patient was started to desaturate and the device had an air leak requiring fio2 100% for spo2 90%. It was noted that the 8.0 device tube was broken. It was attempted to replaced percutaneous tracheostomy, however, unable to place new device tube into air way noticed significant amount of bleeding and unable to adequate oxygenate and ventilate leading to subsequent bradycadia and pulseless electrical activity arrest. CPR was initiated and return of spontaneous circulation achieved within approximately 2 minutes with epinephrine 1mg (x1) and calcium 1g (x1) given after adequate oxygenation via 7.00 endotracheal tube insertion. Patient eventually stabilized and became hemodynamically stable. Intubation required.